Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 546 mg/dl associated with an audio bolus button issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the audio bolus button was under responsive and the user alleged an under delivery of insulin. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an audio bolus button issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2016 with the following findings: the pump was returned with the audio bolus feature set to on. The audio bolus button cover was fully intact with no damage observed. The audio bolus button was fully responsive to user presses. Audio boluses were successfully performed with no errors. The basal and bolus deliveries added up appropriately to the total daily dose showing that the pump was delivering accurately until the last date used. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. (B)(4).